Event description:
Philips received a complaint on the heartstart mrx indicating that the monitor will not switch on. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which the rse determined this was a malfunction with the processor board pca. The customer replaced the processor board pca to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.